Event description:
A 2.5mm diameter x 24mm length and a 2.5mm diameter x 8mm length (MFR# 2953200-2010-01669) endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed to treat a high grade stenosis in the first diagonal artery of a pt with excellent angiographic result. However, it was reported that approximately 11 weeks post implant the pt presented with symptoms of gi bleeding status. The pt was on a dual antiplatelet therapy at time of incident. Investigator reported a possible relationship between the event and the relevant device or procedure.

Manufacturer narrative:
(B)(4). Eval, results: gi bleed.